Manufacturer narrative:
Updated blocks: b5, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the monitor to function as intended with successful calibrations. The potassium (k+) value on screen was easily adjusted throughout the range and held steady. Potassium calibration and measurement is based on the k+ code printed on the shunt sensor packaging which has to be entered in the calibration screen. The k+ code indicated on the monitor as received indicates that this code had not been entered.

Event description:
Per clinical review: the team set up and claimed to place the potassium code in the monitor for calibration of the potassium sensor for a procedure on (B)(6) 2019. There are three occurrences noted in the complaint, for the user has stated that this has happened on a regular basis. The perfusionist stated that the team also claims to do an in-vivo calibration with each of the arterial blood gas (abg) done, and is a time interval of approximately 30 minutes. Within the time frame the potassium drifts to approximately 1.0 mmol/l higher than the listed abg value. During the procedure on (B)(6) 2019, the team exchanged the unit after the second in-vivo recalibration and continued the procedure without issue. There was no blood loss, delay of case or harm due to the event.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, in-vivo calibration was attempted twice before changing out the machine. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the calibration numbers for the blood parameter monitor (bpm) were inaccurate. Specifically the potassium (k+) values were consistently higher than what was measured from the blood gas analyzer. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.